Event description:
On (B)(6) 2012, the lay user/patient contacted lfs alleging an issue with her onetouch delica lancing device. The patient reported that the lancet was hard to remove. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone to obtain additional information regarding the issue. The patient reported that the alleged lancing device issue began a few weeks prior to contacting lfs. It is not clear what difficulty the patient was having with removing the lancet from the lancing device. The onetouch delica lancing device features a hands-free lancet ejection. It is not known if the patient was experiencing a problem with the ejector mechanism. At the time of the call, the patient stated that someone that was helping her remove the lancet accidentally 'poked herself with the lancet.' No additional information regarding the incident was provided. It is not known if the person received an unintentional fingerstick with a used lancet. It is also not known if the person received first aid or medical intervention as a result of the unintentional prick with the lancet. Per the instructions for use, the user is instructed to cover the needle prior to ejecting the lancet using the ejector mechanism. It is not known if the lancet was covered using the lancet protective cover prior to attempting to remove lancet. At the time of troubleshooting, the csr confirmed the patient was using the correct lancets. The alleged product issue remained unresolved. This complaint is being reported because lfs could not rule out that the alleged lancing device issue caused and/or contributed to a serious injury. It could not be confirmed if the user required medical intervention for or to prevent a systemic infection as a result of the unintentional needlestick injury.